Event description:
It was reported that during a total vaginal hysterectomy procedure, on the fourth (4th) firing of the 6cb45, the closing lever and the firing lever became jammed. The physician had to break the handle and the firing mechanism to release. The stapler stapled and cut, but appeared not to release properly. Another device was used and on the third (3rd) firing the closing lever and the firing lever jammed. The stapler stapled and cut, but appeared not to release properly. The physician was crossing the staple lines.